Manufacturer narrative:
A follow up was performed with the key market representative, and the response received indicated that the hospital found a third-party service to replace the flow sensor, and the equipment returned to normal use. "No injuries." Was also noted, without any further information provided.

Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a tidal volume, and minute ventilation volume of zero. Based upon the information currently provided and available, the patient was placed on to the device due to respiratory failure. While using the device therapeutically, it was noted that at 1640 (date unspecified), the device displayed a tidal volume and minute ventilation of 0 ml. The patient was found with shortness of breath, rapid breathing, and saturation of peripheral oxygenation (spo2) of 87%. The patient was immediately removed from the device and placed onto a backup device by an institutional nurse. No further harm or injury was alleged to have occurred. A device evaluation or event logs have not been provided to the manufacturer. The v60 ventilator is a supplemental ventilatory device designed to assist and augment patient breathing. It is indicated for patients with spontaneous respiration. Further good faith efforts are being performed to determine if any cause and/or contribution of the device to the patient harm was present during the time of the event in question.